Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable worked intermittently continuity. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; a lot history record review was completed for lots 1635-1, 1638-1, and 1628-1 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed no signs of clinical usage and no evidence of blood. No other visual non-conformance was observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 reference adapter cable and reference power supply at level 3.0. The device failed the pre-cautery test; it did not produce steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse unsuccessfully shut off power to the heater after prolonged periods of time and failed to activated after the device cooled. Based upon the evaluation results, the reported complaint was confirmed for the reported failure mode "failure to deliver energy/ intermittent energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable worked intermittently continuity. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable worked intermittently continuity. A replacement device was used to complete the procedure. The hospital did not report any patient effects.